Manufacturer narrative:
The field service engineer (fse) found the sample and reagent probe was misadjusted and adjusted it. On 21-aug-2019 the fse ran an aliquot of the original sample on the e411 four times and the hbsag results were 54 coi(reactive) to 56 coi(reactive). The sample was not available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of a false negative result for 1 patient sample tested for elecsys hbsag ii on a cobas e 411 immunoassay analyzer compared to the abbott architect method. The e 411 serial number was (B)(4). The initial hbsag result from the e411 analyzer was 0.344 coi (non-reactive) and was reported outside of the laboratory. The sample was tested on the abbott architect in a different laboratory and the hbsag result was 100 coi (reactive). On 20-aug-2019 the sample was repeated on the e 411 and the hbsag result was 72.8 coi (reactive). On 20-aug-2019 a new sample was collected from the patient and the hbsag results from the e411 analyzer were 0.776 coi and 0.258 coi (non-reactive). On 20-aug-2019 the new sample was tested on the abbott architect in a different laboratory and the hbsag result was non-reactive. No specific result was provided. On 03-sep-2019 the new sample was tested with pcr for hbsagii and the result was non-reactive. No specific result was provided. The customer did not perform confirmatory testing.